Event description:
Customer reportedly obtained results of 59 mg/dl, 414 mg/dl, and 384 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.